Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 320 mg/dl (aviva) and 120 mg/dl (professional meter). No adverse event reported. Return of suspect device was requested and replacement was sent.